Event description:
The patient reported the tracheostomy tube was placed in her last night by her husband. It was presented, and lubed at insertion. This morning she noticed that she is able to talk too freely indicated a leak. She will have this tracheostomy tube replaced with another later today. The patient reported she thinks the leak is from the pilot balloon, but is not 100% sure where exactly the leak stems from.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.